Event description:
End user was using the walker in the end user's home, when the end user claims the walker leg broke causing the end user's to fall backwards hitting the end user's head on the floor.